Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202317541. Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the structural valve degeneration via calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted in the patient.

Event description:
As reported from an edwards lifesciences field clinical specialist, approximately 8 years and 3 months post implant of a 26mm sapien xt valve in the aortic position, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve. The patient had been in a usual state of health until approximately 8 years and 2 months post implant when they developed "cold-like" symptoms. The patient was admitted for 5 days and was treated for heart failure exacerbation with diuretics. Upon discharge, the patient had recurrence of symptoms and further workup was done. It was determined that the etiology of the patient's symptoms was the degeneration of the sapien xt valve. Tee prior to valve in valve showed the prosthesis leaflets appeared mild-moderately thickened and mildly calcified. Aov prosthesis function was abnormal due to mixed regurgitation and obstruction. Prosthetic valve regurgitation was severe and transvalvular. The patient was newly diagnosed with coronary artery disease and a pci to left main stent was done prior to the valve in valve procedure. There is no allegation the edwards device caused or contributed to the obstruction and subsequent pci to left main stent procedure. The valve in valve procedure was then successfully performed. Post valve in valve, the catheter gradient was 13mmhg and there was no aortic insufficiency.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the previously submitted supplemental report. This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202317541. Investigation is complete, no further action is required.